Event description:
It was reported that the device displayed low battery warning. According to the longevity calculation the estimated longevity of the device is 100 months. Based on the programmed settings, the message was possibly related to the battery passivation. Clearing the message resolved the issue. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.